Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records of the mandible and fossa components identified no deviations or anomalies during manufacturing related to the reported event. Part and lot identification are necessary for review of device history records, neither were provided for the screws. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - zimmer biomet tmj system right standard mandibular component 55mm / 12 hole catalog #:24-6555 lot 980460; tmj system left standard mandibular component 55mm / 12 hole catalog #:24-6556 lot 966100; tmj system right fossa component, small catalog #:24-6562 lot 980561; tmj system left fossa component, small catalog #:24-6563 lot 853140. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00512, 0001032347-2021-00513, 0001032347-2021-00514, 0001032347-2021-00515.

Event description:
It was reported that the patient underwent a bilateral tmj replacement procedure approximately sixteen (16) years ago. Subsequently, the patient has stated her bite has shifted somewhat and is hard to lineup. No additional information is available at this time.